Event description:
It was reported that the patient had an abdominal operation on (B)(6) 2021 which required the post-operation use of two drainage bags manufactured by becton dickinson. During the post-operation recovery time in hospital, the first bag was removed 2 days prior to the planned discharge date. The second bag was removed on the day of their intended discharge, sunday on (B)(6) 2021. At that time, the patient was in high spirits and reasonable health, feeling confident to return home for the remainder of their recovery. At the time of the removal, which was performed by the attending nurse, the outer tube separated from the connector, leaving half the drainage tube assembly still inside the patient. The removal required an emergency surgery to extract the remaining parts by dr. (B)(6). At the time, becton dickinson admitted liability for the defective drainage bag device, and it was taken out of circulation. This mishap was not due to the nurses' performance. Dr. (B)(6) and staff could provide further information for this conclusion if required. The result of this defective drainage bag and the second surgery was undue pain caused by a major infection, and other health issues including severely slowed recovery and inability to eat. This was also during the time of the covid-19 lockdown and (B)(6) hospital restrictions limited patient visitation. Thus, family support was extremely limited. The massive infection that set in after the emergency surgery, measured 7cm in size with multiple tunneling lines, some reaching 3cm. The customer would like to state that the setback in recovery caused both physical pain as mentioned above, and severe mental anguish not only experienced by patient but also experienced by their immediate family. Understandably, this did not provide a positive mental state for recovery, which was in stark contrast to patient's state after the original surgery. The result was that this extended the patient's hospital stay to over three weeks, their weight also dropped to 89lbs, and the patient was sent into isolation because of the risk they might have developed c. Difficile. None of these issues had presented themselves after the original surgery. The issues did not stop upon release. The hospital needed the beds, so the patient was released to home care before the infection cleared. It took months for the infection to finally disappear. The patient's slow rate of recovery from the second surgery nearly precluded them from the ability to partake in chemotherapy post-surgery and did result in their inability to continue chemotherapy past one session because they were far too weak to continue. It has taken nearly one year of recovery for the patient to finally be in a position of health where they are now off most of their medication from both surgeries and could perform normal daily tasks without assistance. The customer would like to discuss compensation. The customer stated that they do not know what the failure rate of these drainage bags are but the above issues should never have occurred and that rate should be zero. At the time, bd representative asked the surgeon if they could get the customer's contact information to discuss compensation. However, the representative never contacted the customer, even though the customer stated that they would like to speak to representative .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had an abdominal operation on (B)(6) 2021 which required the post-operation use of two drainage bags manufactured by becton dickinson. During the post-operation recovery time in hospital, the first bag was removed 2 days prior to the planned discharge date. The second bag was removed on the day of their intended discharge, sunday (B)(6) 2021. At that time, the patient was in high spirits and reasonable health, feeling confident to return home for the remainder of their recovery. At the time of the removal, which was performed by the attending nurse, the outer tube separated from the connector, leaving half the drainage tube assembly still inside the patient. The removal required an emergency surgery to extract the remaining parts by dr. (B)(6), surgeon at (B)(6) hospital in . At the time, becton dickinson admitted liability for the defective drainage bag device, and it was taken out of circulation. This mishap was not due to the nurses' performance. (B)(6) dr. And staff could provide further information for this conclusion if required. The result of this defective drainage bag and the second surgery was undue pain caused by a major infection, and other health issues including severely slowed recovery and inability to eat. This was also during the time of the covid-19 lockdown and (B)(6) hospital restrictions limited patient visitation. Thus, family support was extremely limited. The massive infection that set in after the emergency surgery, measured 7cm in size with multiple tunneling lines, some reaching 3cm. The customer would like to state that the setback in recovery caused both physical pain as mentioned above, and severe mental anguish not only experienced by patient but also experienced by their immediate family. Understandably, this did not provide a positive mental state for recovery, which was in stark contrast to patient's state after the original surgery. The result was that this extended the patient's hospital stay to over three weeks, their weight also dropped to 89lbs, and the patient was sent into isolation because of the risk they might have developed c. Difficile. None of these issues had presented themselves after the original surgery. The issues did not stop upon release. The hospital needed the beds, so the patient was released to home care before the infection cleared. It took months for the infection to finally disappear. The patient's slow rate of recovery from the second surgery nearly precluded them from the ability to partake in chemotherapy post-surgery and did result in their inability to continue chemotherapy past one session because they were far too weak to continue. It has taken nearly one year of recovery for the patient to finally be in a position of health where they are now off most of their medication from both surgeries and could perform normal daily tasks without assistance. The customer would like to discuss compensation. The customer stated that they do not know what the failure rate of these drainage bags are but the above issues should never have occurred and that rate should be zero. At the time, bd representative asked the surgeon if they could get the customer's contact information to discuss compensation. However, the representative never contacted the customer, even though the customer stated that they would like to speak to representative .

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.